Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the coude intermittent catheters were not going to work for the patient, because of the liquid on them. Patient had been using the product for more than 90 days.